Manufacturer narrative:
Per tandem user guide: do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after going through a metal detector while wearing the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 328 mg/dl.